Manufacturer narrative:
Section b5: multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Manufacturer's investigation conclusion: incidental findings: there were incidental findings of a well-adhered, yellow, tissue-like deposition was observed within the lumen of the inlet tube, near the proximal end. Although this deposition did appear to partially obstruct the inlet tube, it did not appear to have impacted the flow of blood through the device as no additional depositions were observed throughout the device, and evaluation of the retrieved log files appeared to show the pump operating as intended. Because the device appeared to have been exposed to a fixative agent post explant, it could not be conclusively determined whether this deposition was present during support. Furthermore, a specific cause for the observed tissue-like deposition within the inlet tube could not conclusively be determined through this evaluation; however, no device-related issues were reported. Evaluation of the returned device, heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), revealed a tissue-like deposition within the lumen of the inlet tube. A specific cause for this observed deposition near the proximal edge of the inlet tube could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 3.5¿ from the pump housing and the distal end of the pump cable was not returned. The modular cable was not returned. The sealed outflow graft was returned attached to the pump outflow with the sealed outflow graft bend relief properly engaged to the graft attachment. The cuff lock was returned fully engaged with the apical cuff in place. The cuff lock and apical cuff were unremarkable. The pump appeared to be exposed to a fixative. A well-adhered, yellow, tissue-like deposition was observed within the lumen of the inlet tube, near the proximal end. Although this deposition did appear to partially obstruct the inlet tube, it did not appear to have impacted the flow of blood through the device as the retrieved log files showed stable estimated pump flow values. Because the device appeared to have been exposed to a fixative agent post explant, it could not be conclusively determined whether this deposition was present during support. A specific cause for the observed tissue-like deposition within the inlet tube could not conclusively be determined through this evaluation; however, no device-related issues were reported. Further examination of the blood-contacting surfaces of (B)(6) revealed no evidence of any adhered or developed depositions or thrombus formations. Small depositions were observed towards the distal end of the inlet tube; however, these depositions were soft (not tissue-like). No evidence of denaturation or lamination were observed on these distal inlet tube depositions. A small amount of normal tissue ingrowth was also observed near the proximal edge of the inlet tube (proximal to the tissue-like deposition). The lvad log file data retrieved from (B)(6) appeared to show the pump operating as intended with stable estimated pump flow values. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. No signs of damage that would have contributed to a functional issue were noted. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12jul2016. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of the IFU lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended international normalized ratio (inr) values. The surgical procedures section of the IFU provides instructions for device implantation including how to properly insert the inflow cannula. Prior to advancing the inflow cannula into the left ventricle through the apical cuff, the user is instructed to remove the glove tip from the inlet extension and inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. This section also states that pump function will be compromised in the presence of inlet obstruction. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient underwent heart transplant. The device will be returned for evaluation. No further information was provided.